Event description:
The reporter indicated the surgeon implanted a 12.1mm micl12.1 implantable collamer lens, -08.50 diopter, in the patients eye on (B)(6) 2022. The lens was explanted on (B)(6) 2022 due to low vaulting. The lens was replaced with a longer lens. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).